Event description:
Customer complained that the head of the bed would not lower, nor could the customer get the head to lower when using the CPR lever.

Manufacturer narrative:
The technician replaced the slider pivot extrusion, which resolved the issue. The bed was operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.